Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit fell to the ground, front cover is loose, and alarms with code: 201 or 20. Patient involvement is unknown.

Manufacturer narrative:
D9. Date returned to mfg: 12-apr-2024. H3 and h6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition. Found damaged main board at lcd display holder and damage front cover. The customer's indicated failure could not be duplicated, but damage was found in the main board. The most probable root cause was the faulty main board, which was replaced. The front water tank cover, front cover, and labels were also replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.